Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned sensor opened/used. Performed visual inspection and checked introducer needles for burrs/hooks and dull needle tip defects and none were found. Introducer needles passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had needle anomaly. Customer's blood glucose was 5.6 mmol/l. The customer stated that when removing sensor, no electrode was present, this the second box. The 1st sensor did not have any issues.